Manufacturer narrative:
(B)(4). Batch # l54j68. Additional information requested and received: what were the indications for surgery? Right nephrectomy for cancer. Please confirm that the renal artery and vein were taken together. Yes. Was the device difficult to close? No. Did the surgeon wait 15 seconds prior to firing? N/a. Was the device difficult to fire? No. Were any unusual noises heard? If so, when? No. Were any clips used in the procedure? No clips . What troubleshooting steps were taken to open the device? They just tried to release the device, went through the steps and it was locked on tissue. Was the firing trigger able to returned to the open position? It went back to open position but wouldn't fire again. Was the closing trigger able to returned to the open position? Still in closed position. I do know the device was opened post operatively by a surgical tech to see if the device had fired. What is the current status of the patient? Patient is doing fine. The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Please confirm that the renal artery and vein were taken together. Was the device difficult to close? Did the surgeon wait 15 seconds prior to firing? Was the device difficult to fire? Were any unusual noises heard? If so, when? Were any clips used in the procedure? What troubleshooting steps were taken to open the device? Was the firing trigger able to returned to the open positon? Was the closing trigger able to returned to the open positon? What is the current status of the patient?

Event description:
It was reported that during an open right nephrectomy procedure, while transecting the renal artery and renal vein the surgeon closed on tissue and pulled the locking handle and the firing handle. After the firing the device failed to open. It was stuck in the tissue. This was the first and only firing. He called in the general surgeon to help him. He could ligate tissue on both sides of the device and when he finished pulled the stapler out. It would not open. The patient was given blood.